Event description:
It was reported that pump experienced malfunction alarms without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, then experienced new malfunction, and technical support arranged pump replacement.